Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Not returned to manufacturer.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted an 13.2mm vticmo13.2 implantable collamer lens in patient's left eye on (B)(6) 2014. Excessive vault with significant reduction of irido-corneal angles was noted. The lens was explanted on (B)(6) 2014, there was no exchange. With high vaulting, the iris was pushed forward and did not get constricted; risk for angle-closure glaucoma; the symptom improved after lens removal.